Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent a prophylactic nailing of a left subtrochanteric stress fracture on (B)(6) 2018. During the surgery, two (2) trochanteric proximal femoral nailing system advanced (tfna) end caps could not screw in fully and did not flush with the top of the nail. It was decided to omit the end cap. There was a surgical delay of fifteen (15) minutes. Patient was stable following the procedure. Concomitant device: tfna nail (part: unknown, lot: unknown, quantity: 1). This report is for a titanium (ti) end cap for tfna. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: initial reporter's additional information. Device history lot part: 04.038.000s, lot: l716788, manufacturing site: (B)(4), release to warehouse date: 16 january 2018, expiry date: 01 january 2028. The device history record shows this lot of 47 pieces was processed through the normal manufacturing and inspection operations with no rework or non-conformity noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Device history batch & device history review review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary manufacturing investigation site: (B)(4). Selected flow 2: device interaction / functional. Summary of the manufacturing evaluation: the received condition of the complaint does not agree with the complaint description since the end cap has passed through the go/no go gage -inspects the feature which simulates the thread of the tfna nail. In addition, this complaint is rated as not confirmed since there is no evidence to support the allegation made in the complaint. Since no deviations were found in the documentation as well as during this investigation all relevant measurements performed are according to the specifications, which indicates that there is no manufacturing issue, no further actions have been taken. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis.